Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not actually experience paralysis, they responded n/a to the question 'was the paralysis temporary'. They also reported the cause of the device being un expectedly on had not been determined. They were asked what steps were taken or will be taken to resolve the issue and they responded the device was still off, they still had symptoms; unrelated. They noted the device would be removed, but had not yet been removed at the time of the report. They reiterated that all reported symptoms were likely from their right hip replacement.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that this had not worked very well and maybe the patient was just one of the people this did not work for. For about two months, they were having sharp spasms in their hip where the battery was and it paralyzed them for a few minutes at the least. When they saw the doctor, they turned the device off, but apparently it turned back on again because at the patient's next appointment with the nurse, therapy was on. Then they turned it off again, but the patient was still experiencing the shocking spasms. The spasms were severe enough to where it almost paralyzed them to the floor.  The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare provider (hcp). When asked to confirm whether or not the patient had experienced paralysis, they responded the manufacturer's device was off at the time of the event. When asked what most likely caused or contributed to the device being unexpectedly off, they stated the patient had a history of a right hip fracture, "post open-reduction internal fixation (orif)." It was not device related. When asked what steps were or would be taken to try to resolve the issue, they responded pelvic and spinal x-rays were obtained. When asked what steps were or would be taken to resolve the shocking spasms and lack of therapeutic effect, they responded the lead was in a good position, no impedance. These issues were resolved. Device removal or replacement was not planned.